Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a hemostasis procedure (patient age, gender and weight are unknown). According to the complainant, the clip would not detach from the catheter to complete deployment. Procedure completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation of the returned device indicated that the clip assembly had been fully deployed. Additionally, the clip assembly was not returned. According to the evaluation notes "it was noticed that the sheath grip was detached from the over sheath." Also, "the bushing was located inside the over sheath approximately 1/2" and "the control wire was separated per design." Without the clip assembly no further investigation can be completed. A root cause could not be determined for this complaint.